Event description:
It was reported that during an interventional procedure to the de novo, middle, right coronary artery with mild tortuosity, moderate eccentric calcification and 85% stenosis, a non-abbott guide wire crossed the lesion. Direct stenting was performed with a 2.75 x 15 mm vision. The 2.75 x 12 mm voyager nc balloon dilatation catheter was soaked outside of the anatomy and advanced easily across the lesion. Post dilatation of the stent was attempted but the balloon ruptured on the second inflation of 14 atmospheres for 30 seconds. A new same-size voyager was successfully used to post-dilate the stent and complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc; guide cath: radi guide 6f jr3.5; stent: vision 2.75 x 15 mm. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. Information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, moderately calcified and 85% stenosed, which likely contributed to the reported complaint. It is likely that the balloon interacted with the stent implant and/or the tortuous and calcified lesion upon inflation attempts such that it became damaged (scratched) and ruptured as a result. Based on the information provided and this investigation, the reported rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any non-conforming material reports associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.